Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the ecgs were non-functional. The cause for failure was the trunk cable wires were kinked and damaged. The root cause for the damaged trunk cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.